Manufacturer narrative:
The device and the procedural sheath were not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath's distal end that could have punctured the balloon could not be made. Based on the information provided, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided. (B)(4). Note: the pi number is unknown as the lot number was not provided.

Event description:
The following information was reported: post procedure, the doctor inserted and advanced the mynxgrip vascular closure device. During pullback to the sheath, it appeared the balloon ruptured as it pulled through the procedural sheath without moving the procedural sheath at all. There was no visible calcium on angiogram. A second mynx vascular closure device was used without complications. The patient was not hospitalized. Additional information: the balloon lost pressure at the 1st stop (sheath). At prep, the black marker on the inflation indicator was fully exposed. There was no resistance while inserting the device. There was no resistance while pulling back. Procedure type: intervention peripheral sheath size: 7f vessel size: 6 mm stick location: low.